Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during treatment with 10 units of polyflux 140h, an external leak was observed. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
H10: the actual device was not received for evaluation, however, a video and pictures were provided. The visual inspection of the provided video showed one product during treatment and dialysate fluid dripping in the header area was observed. The visual inspection of the two provided photos showed one product after treatment with the product label and product barcode visible. The reported condition was verified in the video. The cause of the event could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.